Event description:
The customer reported that the system was intermittently locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation backplane, system interface board, real time operating system and display adapter were replaced. Additionally, the system software was reloaded. The system was then found to be operating as intended.